Event description:
A report was received that during a lead revision due to inadequate stimulation the patient's ipg was replaced due to burning at the pocket site. The patient is reportedly doing well following the revision.